Event description:
It was reported that this valve was explanted at implant due to paravalvular leakage. No further information was provided.

Manufacturer narrative:
Evaluation summary. Examination of the returned valve revealed that the stent was distorted and the commissure 1 was pulled slightly outward. The cusp 3 leaflet was also prolapse by 0.5 mm in respect to the cusp 1 leaflet. Incomplete coaptation was noted.